Event description:
The pt was seen in a clinic on (B)(6) 2011 for a pump refill. The refill was described as having been "uneventful". It was noted that the pt left the clinic and had expired later that same day. The cause of the pt's death was unk to the reporter. The drug infused was baclofen. It was later reported that the pt's cause of death was "respiratory issues". Per the reporter, the pt's death was not related to the device. The pump was not explanted from the pt. An autopsy was not performed.

Manufacturer narrative:
(B)(4).